Manufacturer narrative:
(B)(4): the leads have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt only felt good stimulation when she pressed on the implantable neurostimulator. Device interrogation revealed impedances greater than 10,000 ohms on electrodes 3 and 5. Comfortable stimulation was achieved when not activating the affected electrodes. The pt was taken to surgery. The lead was disconnected from the implantable neurostimulator, dried and reconnected. All impedances were greater than 10,000 ohms. The hcp thought the leads looked odd in the location adjacent to the connector. The hcp decided to remove the leads. The hcp was unable to replace the leads. The implantable neurostimulator header was plugged and placed back into the pocket in the pt's right hip. The pocket position put some torque on the implantable neurostimulator and leads. The pt was referred to a neurosurgeon for paddle lead placement. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.